Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection revealed that the lens was stuck in the cartridge. The cartridge tip was observed to be damaged. Ovd was observed inside the cartridge, however it was not observed to be distributed evenly throughout, indicating that an insufficient amount of ovd may have been used. The lens module, plunger rod, and handpiece were inspected; no further issues were identified. The lens could not be removed from the cartridge for further evaluation. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 13, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact. Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was shriveled and hardened while advancing (was not smooth). The doctor requested a new iol. There was no patient contact. No force was applied during the delivery of the lens. It was reported that there was no damage to the optic, haptic, or cartridge tip. The procedure was completed with a replacement iol of the same model and diopter. It was reported that the device caused or contributed to the event. No further information was provided.